Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive to touch. However, it was reported that the pump was still functional. There was no known impact to the customer's blood glucose level. Reportedly, the pump would continue to be used for insulin therapy.